Event description:
Pt's one touch ultra meter was reported to have a power issue. This issue was not resolved with troubleshooting. The last time and date of testing was 6:00 pm in 2004. There was no medical intervention. Pt was tested on another meter with a result of 58 mg/dl. No further clinical information was provided. A replacement meter was sent to the pt.